Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag was leaking from the blue joint. The leak was discovered when the product was mixed in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1. H4: the lot was manufactured between august 12, 2023 - august 14, 2023 h11: the actual device was received for evaluation. Visual inspection was performed, and the reported issue of leakage was not easily identified by initial visual inspection. Functional testing was performed, and leakage from the administration port 2 bonding area was observed. The reported condition was verified. The cause was not determined; however, a likely cause was due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding in the returned sample. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.